Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open box from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. A visual examination of the device found that the friction fit adapter had separated from the barrel. All 6 bands were still in place on the barrel. A lab meeting was held with production engineering to review the returned product. During the evaluation of the returned barrel/friction fit adapter assembly it could be seen that residue from the detached friction fit adapter remained on the circumference of the barrel indicating that a good bonding of the two components had occurred. Inspection of the adapter also displayed molding lines in the inner diameter of the adapter. The adapter exhibited no evidence of flashing or non-fill (short shot). Visual inspection of the trigger cord near the barrel did reveal some slight grey discoloration of the string. Review of the sub-assembly DHR for the molded friction fit adapter/barrel revealed that all samples passed the tensile test minimum requirement. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the friction fit adapter separated from the barrel. A definitive cause for this observation could not be determined because the actual prior to use conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for ogd banding in the esophagus, the physician opened a cook 6 shooter saeed multi-band ligator. It was reported that when the box was opened the cylinder was broken. There was no reportable information at this time. The device was received 08/22/2022 and the barrel had separated from the friction fit adaptor. As the observation was made prior to patient contact, a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence and the patient did not experience any adverse effects due to this occurrence.